Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg charge would not last more than a day or two. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.